Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) evaluated the unit and confirmed issue. Fse replaced the male luer fitting part with spare not on inventory. Fse performed the preventive maintenance (pm). There was no patient involvement.

Event description:
N/a.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) account accidentally broke fill port. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.